Event description:
A surgeon reported that four years ago he noticed multiple cases of glistenings seen within implanted intraocular lenses (iol). Additional information was requested.

Manufacturer narrative:
No sample devices were returned for investigation. The devices remain implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).